Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation pcb assemblies were evaluated and reseated. The system software and calibrations were evaluated and reloaded as part of the svc event. The system was tested and found to be working as intended and returned to service.